Event description:
It was reported that the patient experienced urethral atrophy with his artificial urinary sphincter (aus). A surgical procedure was performed in which all the components were removed and replaced with a new aus system consisting of a 5 cm cuff, a control pump and a 61-70 balloon. No further complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.